Event description:
It was reported that during a procedure, non bwi catheter was inserted with difficulty into the coronary sinus. After then, when right ventricle mapping was performed with the navistar catheter, blood pressure dropped. Pericardial effusion was confirmed by the echo. Cardiac drainage was performed and medication was applied. No ablation was performed on the patient. The physician commented that it was unknown whether the event occurred at placing a non bwi catheter at coronary sinus or during mapping using navistar catheter. No anomalies were found on the catheters before inserting and during the use.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The concomitant product: carto 3, model# fg-5400-00j, serial # (B)(4). (B)(4).